Manufacturer narrative:
Additional information was added to h4 and h6. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set would not flow; further described as "not dripping". This was observed during patient infusion. The set was primed with total parenteral nutrition (tpn) and was loaded into three (3) pumps; however, the pumps would display a downstream occlusion failure. The tubing was replaced and the lines flushed to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.